Manufacturer narrative:
(B)(4). Date sent: 10/14/2024 d4: batch #886c85 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with no reload and package materials were returned. In addition, a battery was received inserted on the device. During the visual inspection, corrosion was found on some components in the shaft and knife. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, during the functional test a gears rolling sound coming from inside the shroud heard slightly different than usual. Most possible cause is that the corrosion is causing the gears rolling sound while trying to push the knife as some resistance would be present. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, no burrs or scratches were observed, and no abnormalities were noted in the internal components. However, a slightly gap was observed in between frame a & b. This is not related to the user complaint, but it is an undesirable condition. One possible cause for this condition may be exposure of cleaning solutions. Based on the information currently available, a product issue was identified during the investigation of the sample received. The gap observed on the frame is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 886c85, and no non-conformances were identified.

Event description:
It was reported that during a respiratory surgery, there was an unusual noise at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.